Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad air-in line sensor. There were no reported adverse events.

Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good used condition. A review of the event history log evidenced the following: (B)(6) 2019 5:56:11 pm medium alarm displayed: cannot start pump. (B)(6) 2019 5:56:13 pm medium alarm silenced: cannot start pump. (B)(6) 2019 5:56:14 pm medium alarm acknowledged: cannot start pump. An air detector functional test was performed. A false "air in-line" message was replicated during the functional test. The investigator confirmed that the product problem was attributable to a faulty air detector. The customer reported product problem was confirmed. The air detector was replaced as a result.